Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that an infusion of heparin at the dose of 29 units/kg/h with a concentration of 40 units/ml (20,000 units/500 ml) was noted to be completed within 90 minutes. The clinician noted that the pump infused 189.97 ml out of 500 ml even though the heparin bag was completely empty. It was also noted that the volume amount to be infused was 287.9 ml. There was no patient harm reported.

Manufacturer narrative:
Concomitant products: 2420-0007; (2)8100; 8600; baxter bag 2b1323 ndc 0338-0049-03, din 00060208, lot number, y004705, exp feb 2017 of 20,000 units of heparin and 0.95% of sodium chloride; therapy date (B)(6) 2016. The customer¿s report of an overinfusion was not confirmed. The pcu event log showed that on (B)(6) 2016 ¿heparin vte¿ 20000unit/500ml was infusing at 77.4ml/hr . At 2:55 pm the vtbi was changed to 400ml . At 4:25 pm, the device alarmed three times for air in line and the infusion was restarted after each alarm. At 4:30 pm, the device alarmed again for air in line and was then channeled off, powering down the system. A volume of 112.149ml was recorded as being infused from the time the vtbi was changed to 400ml until the device was channeled off. The starting volume of the fluid container cannot be determined from the device logs. Visual inspection of the pump module showed no anomalies. Functional testing found the pump module to be delivering fluid within specification. The root cause of the reported overinfusion was not identified.

Event description:
Additional information provided by the customer: bleeding was noted to be coming from a previously pulled g-tube and a dose of 50 mg of protamine was given ivpb.